Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the catalog and serial number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Due to a lack of sufficient clinical details of how the pump became in an incorrect position and no product returned, the cause of the device in wrong position could not be established. Based on the clinical details provided that the pump was in an incorrect position and could not be repositioned and low flows continued to persist, the cause of the low or blocked pump flow is most likely an unintended user error.

Manufacturer narrative:
Additional information was requested regarding the event; however, no further details are available at this time. If new, relevant information becomes available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced low flow. A transesophageal echocardiogram was performed and showed the pump was stuck in the papillary muscle. Multiple attempts to reposition the pump were unsuccessful. The patient was in stable condition.